Manufacturer narrative:
The device has not been returned for evaluation.

Event description:
It was reported that abnormal continuous cardiac output measurement was observed. The cardiac continuous output value was more than seven in both continuous cardiac index and bolus mode. No patient complications were reported.